Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillator impedance was 254 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that there was an alert for superior vena cava (svc) impedance on the right ventricular (rv) lead above the normal range. The impedance had measured "infinite". The lead remains in use. No patient complications have been reported as a result of this event.